Event description:
It was reported that the patient was undergoing radiation therapy and the device had a power on reset. The patient felt symptomatic with the vvi pacing post reset. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity errors occurred in address 0e 6e on 2014-feb-10, address 0c ac on 2014-feb-11 and address 13 13 on 2014-feb-19. The por severity are low, so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.